Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted in order to treat cystocele, pelvic organ prolapse and stress urinary incontinence. It was reported that the patient underwent the concurrent procedures of anterior repair with graft, vault suspension and cystoscopy during mesh implantation. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent removal of anterior vaginal mesh on (B)(6)2014 by (B)(6) due to vaginal pain and vaginal mesh exposure.

Event description:
Details: it was reported that the patient underwent removal of anterior vaginal mesh on (B)(6) /2014 by (B)(6) due to vaginal pain and vaginal mesh exposure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.